Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the jaws of the force bipolar instrument was observed broken at the tip (hanging by a cable). A backup same instrument was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken molded insulator to be related to the customer reported complaint. The instrument was found to have a broken molded insulator. A broken piece, measuring approximately 0.08" x 0.06", was not returned with the instrument. The broken molded insulator caused the grip tip to be dislodged and remains attached to the instrument through the conductor wire. Electrical continuity was performed and failed.